Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's battery door was stripped and could not get it to open. Customer's blood glucose level was 42 mg/dl. He treated his blood glucose level with juice and a candy bar. The customer was unable to remove the battery cap. The device was not returned.